Event description:
The customer reported that the ventilator has a non-responsive touchscreen. No delamination or damage to the touchscreen is visible. Nothing is accepted when selected on the screen. Due to this, the screen calibration can also not be selected in service mode. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the front panel, installed in known good unit, powered on in service mode and perform touch screen calibration. Could not access calibration menu touch screen is inactive reported problem was duplicated. Notice fluid ingress dry spots on touch screen lower right corner. Reported problem was duplicated and isolated to fluid ingress damaging touchscreen. Findings/root-cause: reported problem was duplicated. This issue is addressed in internal engineering change order.

Manufacturer narrative:
The carefusion analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.